Manufacturer narrative:
No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique; however it is alleged that the surgeon did not properly engage the glenosphere to the base plate at the time of surgery. Product history search revealed no additional complaints against the related part and lot combinations. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported the glenosphere was not properly engaged at the time of surgery. The glenosphere dislodged and the patient was brought back into surgery the following day to properly engage the glenosphere.